Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not fully retract as intended during activation. The pod was worn longer than 48 hours.

Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. The formed needle did not retract after opening the pod. Inspection of the internal components found the formed needle to be unseated from the slide retract. Damages were observed on the slide retract and formed needle indicating that the formed needle had been incorrectly installed into the slide retract. The incorrect installation of the formed needle resulted in the formed needle becoming unseated during deployment, preventing the formed needle from retracting after deployment. A large crack was observed on the top housing. It could not be determined when or how this crack occurred. Inspection of the pod and the download data indicate that the crack had no effect on the pod functionality.